Event description:
The physician's office informed inspire on (B)(6) 2019 of a patient who had experienced an adverse event in (B)(6) 2018 when the patient's simulation wire temporarily extruded from the skin after lifting a 200-pound piece of sheetrock. Inspire personnel was not aware of the issue and the physician's office was contacted (B)(6) 2019 for additional information. The physician did not see the patient in the office and prescribed bactrim remotely. The physician indicated that the event was non-serious and resolved (B)(6) 2018.

Manufacturer narrative:
The physician follow-up confirmed that the original event did not result in serious patient injury.

Event description:
The physician reports that when the patient was seen in the office there was no evidence of extrusion.